Event description:
During evaluation at philips bench repair, it was identified that the device had no audio. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.

Manufacturer narrative:
Results of diagnostic/functional testing performed at the philips authorized repair facility confirmed that there was no speaker sound at the start up test. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced, and the device was operational after repairs were completed; the device was returned to the customer. The investigation concludes that no further action is required at this time.